Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing pump and cylinder were removed and replaced. During the intervention, a tear was found in the right cylinder; however, its cause was not detailed by the facility. Following the procedure, the patient was stable.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation that this inflatable penile prosthesis (ipp) was not working properly was confirmed via analysis as the pump not passing activation testing could have caused the reported clinical observation. The allegation of device perforation was also confirmed due to the identified hole. Device history record (DHR) review: DHR review confirmed that the device met all material, assembly and performance specifications. Technical analysis: upon receipt at our post market quality assurance laboratory, this ipp was thoroughly analyzed. Visual inspection of the cylinder identified wears at folds in the cylinder body. There was a leak in the proximal cylinder body and a bulge with broken fabric threads. The component could not be pressure tested due to the identified leak. Visual inspection of the pump revealed the kink resistant tubing (krt) was worn down to the filament. Functional testing of the pump identified that the component did not pass activation testing. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to the inflatable penile prosthesis (ipp) not working properly. Two weeks later, a surgical procedure was performed in which the existing pump and cylinder were removed and replaced. During the intervention, a tear was found in the right cylinder; however, its cause was not detailed by the facility. Following the procedure, the patient was stable.